Event description:
The pt's heart rate was 54. The pt became cyanotic and was ambu-bagged with 100% oxygen. The perfusion pacer was turned on and believed to be set at 60. It apparently mispaced at 160 beats per minute, nearly causing the pt to go into ventricular tachycardia. The pacer was turned off. The pt did not sustain any long term effect.